Event description:
It was reported that pump battery depleted too quickly and caused pump shutdown, after which customer experienced very high blood glucose and developed dangerous ketone levels. Customer had blood glucose above 500 mg/dl, required emergency room care, was admitted to intensive care, and received intravenous saline and insulin, which resolved the issue with no reported injury or permanent damage. Customer was later discharged from the hospital, and technical support explained that average daily battery use between 15 and 35 percent was normal, confirmed that insulin delivery could be safely resumed, and customer understood and acknowledged this guidance.